Manufacturer narrative:
Product complaint #(B)(4). Section b5: additional event information received on 18-oct-2024 indicated that no torque device was used. The microcatheter did not kink/bent. There was no excessive force used with the devices. There were no procedural delays due to the event. Additional event information received on 29-oct-2024 noted that it is unknown if there was evidence of physical material within the device. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, an enterprise2 4mmx23mm intracranial stent (encr402312, 8697544) became impeded in the prowler select plus 150/5cm microcatheter hub (606s255x, 31338511). The physician retracted the stent, the stent was released in microcatheter hub automatically and the stent body was separated prematurely from the delivery wire. The physician removed the stent and microcatheter (mc) from the patient and switched a new stent and a new microcatheter to complete the surgery. There was no patient injury reported.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during an endovascular embolization, an enterprise2 4mmx23mm intracranial stent (encr402312, 8697544) became impeded in the prowler select plus 150/5cm microcatheter hub (606s255x, 31338511). The physician retracted the stent, the stent was released in microcatheter hub automatically and the stent body was separated prematurely from the delivery wire. The physician removed the stent and microcatheter (mc) from the patient and switched a new stent and a new microcatheter to complete the surgery. There was no patient injury reported. Additional event information received on 18-oct-2024 indicated that no torque device was used. The microcatheter did not kink/bent. There was no excessive force used with the devices. There were no procedural delays due to the event. Additional event information received on 29-oct-2024 noted that it is unknown if there was evidence of physical material within the device. A non-sterile enterprise2 4mmx23mm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that only the delivery wire was returned for evaluation. Microscopic inspection was performed on the delivery component. It was observed to be in good condition; there was no structural damage. The delivery wire was subjected to dimensional analysis and all measurements were found to be within specification, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The issue regarding a stent being separated prematurely from the delivery wire was confirmed during the inspection since the stent was found no longer attached to the delivery system. However, based on this, the issue regarding a stent being impeded in the microcatheter's hub cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, the returned component did not present damages that suggest that it was forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent and introducer components might have gotten lost sometime during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8697544. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.